Manufacturer narrative:
H.4. Reason code for no evaluation: other.

Event description:
It was reported that the consumer had a difficult time removing a unspecified bd pen needle. Consumer reported, "after injection, he has a hard time removing pen needle with the outer cap. Stated his wife can remove it but he cannot. Consumer could only provide a description of the product he's using, nano pen needles. He could not locate the lot or expiration date on the box. Stated he gets his pen needles from kaiser pharmacy."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to unknown lot number for does not attach/detach (detach). Investigation conclusion: unable to perform complaint lot history check due to unknown lot number for does not attach/detach (detach). Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the consumer had a difficult time removing a unspecified bd pen needle. Consumer reported, "after injection, he has a hard time removing pen needle with the outer cap. Stated his wife can remove it but he cannot. Consumer could only provide a description of the product he's using, nano pen needles. He could not locate the lot or expiration date on the box. Stated he gets his pen needles from (B)(6)pharmacy."